Event description:
Film review analysis: review of several still angio images during an intervention revealed that an endurant device was positioned just below the left renal artery and extending into the left iliac. There was little contrast seen within the stent graft system beginning approximately 5cm below the renals, just above the level of the tapered portion of the aui, and the occlusion extended distally along the full length of the left limb. Stenosis was seen near the right iliac bifurcation. The stent graft did not appear noticeably angulated or compressed. A thrombectomy and additional devices were implanted into the left limb. Final contrast image showed that occlusion appeared to have resolved. From the limited images provided the exact cause of the occlusion could not be confirmed. The anatomy at implant is unknown. This may be patient related; poor distal runoff. The likely cause of the rupture was from the reported stent graft migration leading to a distal type I endoleak caused by disease progression. Images at the time of the rupture were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently to the ER. The CT revealed a ruptured aneurysm and showed that the left iliac limb had migrated into the aneurysm sac. Additionally, the left iliac now measured 30mm in diameter. The physician stated the 30 mm dilated left iliac artery caused the left iliac limb to migrate into the aneurysm sac which resulted in an endoleak. An endurant aui 36x14x102 and an endurant limb 16x16x82 were implanted in the left iliac. Another manufacturer¿s occluder was implanted in the left internal artery and then a fem-fem by pass was done. The endoleak resolved. Three to four hours post implant the patient returned to the or with diminished pulses in both feet and the stent graft limb had begun to clot off. The physician declotted the stent grafts then an endurant 16x16x24 stent graft was placed inside the endurant aui stent graft as well as a self-expanding stent in the external femoral. The occlusion was successfully resolved. The physician attributed the cause of the occlusion due to poor distal outflow due to distal stenosis at the junction of the right internal and right common iliac artery. No additional clinical sequelae were reported and the patient is fine.